Event description:
It was reported that, after a tka was performed in (B)(6), the surgeon booked a revision surgery in order to change the lgn ps high flex xlpe sz 7-8 9mm. It was suspected that the post on the poly was broken. The revision surgery was carried on (B)(6) 2022, and the suspected breakage was confirmed. The patient is recovering.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed approximately 11 years post implantation due to ¿suspected that the post on the poly was broken¿. Reportedly, the suspected breakage was confirmed, and the patient is ¿recovering¿. It was communicated that the requested documentation was not available. . Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported broken post and subsequent insert revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that fracture of the implant components have been identified as as a possible adverse effect that can occur as a result of trauma, strenuous activity, improper alignment, or duration of service. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, lifetime of device or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.